Event description:
Information was reported by the healthcare professional (hcp) via the rep regarding the patient's implanted pump which was used to deliver compounded morphine (40 mg/ml at 21.204 mg/day). The indication for use was non-malignant pain. On (B)(6) 2016 the hcp was able to aspirate the expected volume from the pump but was only able to inject 25 mls into the 40 ml pump. It was clarified that 7.6 mls were expected and the hcp withdrew almost 8 mls from the pump followed by bubbles. After several attempts from the multiple hcps and only 25 mls were able to be injected; the pump reservoir was programmed to 25 ml. It was confirmed that a device manufacturer's refill kit was being used and the needle was oriented correctly. It was reported that the patient would be monitored and brought back in early for a refill. The patient did not have a history of refill issues, the refill kit appeared to be working properly, and the patient did not have any symptoms. The patient gets good pain relief and has been on stable dosing for several months. On (B)(6) 2016 the rep reported that right before the refill (also reported as in 2016), the patient had gone scuba diving while on vacation.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.